Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous circumflex (cx) artery. The 3.5x15mm trek balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The trek bdc was soaked and prepped with no issue or leak noted during preparation. The trek bdc was successfully advanced to the target lesion; however, the balloon could not be fully inflated and blood entered the lumen indicating a leak in the device. It is unknown where the leak is located. The trek bdc was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 3.5x15mm trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported inflation difficulty and leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.